Event description:
During sinus surgery, ball tip (approx size 1 mm) from stryker navigation instrumentation broke off while it was being used on the patient. Ball tip never recovered after using copious amount of sinus irrigation, searching room and environment, and performing full body CT.